Event description:
11isz003015 provider states unit turns on but does not distribute medication to consumer.

Manufacturer narrative:
(B)(4) has been initiated for this issue. The malfunction has not been confirmed.